Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl was unable to shock a patient during use on (B)(6) 2016. The patient was successfully shocked with a second heartstart xl, but the patient died.

Manufacturer narrative:
The customer reported that after placing defibrillator pads on the patient they attempted to shock the patient twice but stated it did not work. Using the same pads the users switched to a different defibrillator to deliver therapy to the patient. There were no ECG strips or event summary available from the customer for review. The involved pads were not saved for evaluation, however, they were used in the subsequent delivery of therapy with the second device. The hospital biomedical engineer performed functional testing on the device which passed all testing. Additionally, a philips fse evaluated the defibrillator and the device was found to be fully functional. The device passed all testing and was returned to use. Philips is unable to determine if a malfunction of the device occurred.